Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call on 29-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she no longer felt jittery but she was tired at the time and did not know if it was related to her diabetes. Customer stated that on (B)(6) 2020, she had blurry vision while driving. Customer states she went home, ate, and felt better. No medical attention was reported. Note: manufacturer contacted customer in a follow-up call on 01-may-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she is no longer experiencing symptoms since last call and no medical intervention related to diabetes was reported.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results obtained of 21 and 138 mg/dl. The customer¿s expected am fasting blood glucose test result range is 70-80 mg/dl. Customer was not using proper testing technique. At the time of the call, the customer reported feeling jittery and slightly dizzy. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 95 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2020 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (date/time not set, customer stated results were obtained in am): (B)(6).